Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sensor expired prematurely. There was no reported adverse impact. Customer replaced the sensor to resolve the issue. Reportedly, the customer could not recall if the previous sensor session had been stopped prior to the sensor expiration.